Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The nurse stated that the patient was at 34c and the target was 33c. The water was 6.5c and the flow rate was 2.1lpm. The patient was well sedated and not shivering. The nurse would add a universal pad and called back after 2 hours the patient was at the target. There was a second call made by the nurse stated that there were no alarms, but over the last hour the patient temperature started to increase. The patient was now at 34.2c. There was a foley in place/ urine output. The water temperature was 6c, the flow was 2.2 l/m and there were 5 pads in place with the good coverage. The trend was in the middle. Ms&s explained the device was working appropriately. The nurse would check to see whether the tylenol could be administered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The nurse stated that the patient was at 34c and the target was 33c. The water was 6.5c and the flow rate was 2.1lpm. The patient was well sedated and not shivering. The nurse would add a universal pad and called back after 2 hours the patient was at the target. There was a second call made by the nurse stated that there were no alarms, but over the last hour the patient temperature started to increase. The patient was now at 34.2c. There was a foley in place/urine output. The water temperature was 6c, the flow was 2.2 l/m and there were 5 pads in place with the good coverage. The trend was in the middle. Ms&s explained the device was working appropriately. The nurse would check to see whether the tylenol could be administered.